Manufacturer narrative:
Investigation summary: a 2000e china product was not available for investigation; however, the customer indicated the complaint sample was from lot 22016305. The feedback provided by the customer indicates a complete occlusion was detected during use of the smartsite device. No further information was available to assist the investigation in this instance. A review of the production records for lot 22016305 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A CAPA was opened. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer.

Event description:
It was reported while using bd smartsite¿ needle-free connector, priming volume 0.11 ml the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: when the nurse placed the indwelling needle and connected the needle-free closed infusion connector and used the syringe to flush saline, it was found that it could not be pre-flushed